Event description:
User allegedly could not screw the top off the needle. "Chalked it up to glue being stuck during the manufacturing process." Customer service instructed the user to use the remainder of the 100/CT box and give mhc a call if any further issues arise.  On (B)(6) 2017, user called again to allege the same issue (could not screw the top off the needle) with another pen needle from the same lot and box previously reported.